Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to manufacturer for analysis. Parts not returned to manufacturer.

Manufacturer narrative:
A medtronic representative went to the site and performed a system checkout. The system passed all performance testing. During evaluation of the scan used it was found that the hospital loads patient exams but the exams do not follow the navigation imaging protocol. The hospital does not use the ent head frame, instead the patient tracker is placed on the patient only with an adhesive pad. The medtronic representative trained the hospital staff that patient exams must follow the medtronic navigation imaging protocol and that usage of ent head frame is mandatory to secure position of patient tracker per the manufacturer's instructions for use. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy and issue is due to unapproved use of the system.

Event description:
A medtronic representative reported a concern received from a site representative that their navigation system seems slow. It was also described to the medtronic representative that their system can be very accurate posterior and anterior (back and front) and also (up and down) but not good lateral and center (left and right). There was no patient present when this issue was identified.